Manufacturer narrative:
During inspection and testing, the foreign material found in the forceps elevator was suspected to be due to insufficient cleaning of the device. The reported issue (low angulation) was confirmed and found to be caused by worn angulation wire. It was observed the bending angle in up/down/right directions was out of specification, and there was play in the up/down knob, and the right/left knob, due to wear of the angulation wire. In addition, service found the suction cylinder was shaved, the water removal ability was out of specification due to clogged nozzle, the adhesive on the bending section cover was detached, the connecting tube was scratched, the objective lens was scratched, the distal end was scratched, the switch button #1 was scratched, the image guide protector was cut, the protector of the universal cord on the control section side was scratched, the scope cover was scratched, the forceps channel port was dented, the grip was dented, and the acoustic lens was scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device exhibited low angulation and it was difficult to work. The reported issue occurred during an unspecified procedure. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the forceps elevator. This report is being submitted for the malfunction found during evaluation (foreign material in forceps elevator). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the foreign material was due to not being reprocessed properly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue.

Event description:
Additional information was received from the user facility regarding the reported event (subject device exhibited low angulation and it was difficult to work): the intended procedure was a therapeutic endoscopic ultrasound (eus) guided fine needle aspiration biopsy (fna) and fine needle biopsy (fnb). Reportedly, the device was inspected prior to use. The intended procedure was successfully completed using the subject device without a delay.